Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 284-285 mg/dl with diabetic ketoacidosis and vomiting. Cause for elevated bg was unknown. The customer attempted to correct blood glucose by delivering correction boluses and administering a manual injection. The customer was then taken to the hospital and was treated with an intravenous and fluids. The customer was released 5 hours later with no permanent damage. The customer declined to troubleshoot with tandem technical support.